Event description:
Boston scientific received information that this device was explanted and replaced secondary to a right atrial lead dislodgement. It was reported that one week prior to the lead revision, the device's gas gauge was at 50% and stated >5.0 years longevity remaining. When the device subsequently was re-interrogated, the gas gauge showed up to 75% and still >5.0 years longevity remaining. When the device was reprogrammed to vvi mode due to the lead dislodgement and interrogated, the device gas gauge went back to 50% and stated >5.0 years remaining. A boston scientific technical services consultant discussed that the gas gauge rounds up and if it was between 51% and 50% the gas gauge can and will move from 75% back to 50%. The device was electively explanted due to the physician's preference to replace devices with less than half their expected battery life remaining.

Manufacturer narrative:
Upon return to our post market quality assurance laboratory, analysis determined that this device experienced normal battery depletion and had not reached replacement indicator status. The device met specifications for pacing, sensing and recording functions in subsequent laboratory testing and analysis. Factors influencing the device's internal calculation of battery consumption while in service include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Any changes in those factors will impact the battery consumption calculation and the resulting gas gauge status and remaining longevity displays. The recalculation of battery consumption from the cited programming changes may have contributed to the observed anomalies with the gas gauge display.